Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is there evidence that could suggest that the reported suture was part of a product mix? Or is this an issue related to visual or cosmetic defects associated with the thread? The suture was supposed to be violet but was white. Please provide the lot number: qlbdcdr0. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture from the box was white, and all the other sutures that the account have used from the box was violet as they are supposed to be. No problem with the needle, but wrong thread attached to it. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==>(B)(4) h6. Component code: g07002 - device problem not found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h3, h4, h6 investigation summary: in order to evaluate the conditions of the returned samples, one empty opened foil packet of product code v333 and one folder with an undispensed strand product code v269 were returned for analysis. Visual analysis of the returned sample product code v269 determined that the color of the suture is correct for this product. However, for the sample of the empty opened foil packet of product code v333, the event described could not be confirmed as the suture was not returned for analysis. For product code v269, the color of the suture is undyed and for product code v333, the color of the suture is violet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.